Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Based on the results of the investigation, it is likely that the following led to the malfunction: cable cut. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head cable had a failed a leak test. There was no patient involvement.